Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
Per sales rep, a 2.8 mm recon plate snapped when being removed. The recon plate had been implanted approximately two and a half years.